Event description:
Complainant alleges that while the ambulance staff had the unit hooked up to a pt (age and gender unknown) they thought that they had observed the device powering down as the ambulance went over road bumps. The staff returned it to the station for a routine check for this observance. When they simulated bumping in the ambulance, by slightly dropping the unit on the work bench they allege they observed the device power down, and then power up of its own accord.